Manufacturer narrative:
(B)(4) endoleaks are labeled in the IFU. No product or images were provided to assist in this investigation. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. In addition, the IFU's for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, pt sizing, proper amount of overlap between components, pt f/u guidelines, etc. The IFU states the device is intended for patients with adequate iliac/femoral access compatible with the required introduction systems. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Off label use of the device due to anatomical exclusion. Pt anatomy likely contributed to the reported endoleak. The event will be trended as serious harm as surgical repair was required after iatrogenic injury during fem-fem bypass operation. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera), risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for the procedure - an angle of proximal neck was about 80 degrees relative to the long axis of the aneurysm, difficult access routes (right access vessel was completely occluded in one area, and minimum inner diameter of left access vessel was 3mm). Pta was performed with a diameter of 6mm balloon for the left external iliac artery (eia) stenosis before the delivery system insertion. The final confirmatory angiography showed a distal type I endoleak from the left iliac leg, so ballooning was performed to resolve it. The endoleak was reduced, but remained. The physician decided to take a wait-and-see approach. After placing all the devices, fem-fem bypass operation was conducted and completed before precipitous fall in blood pressure was found. Since left eia damage from the incision part was confirmed, the damaged part was ligated, and aorta - left eia bypass operation was conducted to secure a blood flow to the left lower extremity. The bypass operation was successful. (1820334-2011-00176). There has been no pt outcome provided after the operation.